Event description:
This complaint is now reportable based on the analysis completed on 10/27/2006. It was reported that during a coronary drug eluting stenting treatment procedure the stent could not cross a heavily calcified distal lesion. The lesion being treated was located in a very tortuous right coronary artery. The physician attempted to place a 3.50x12mm taxus express2 drug eluting stent, but had difficulty crossing the lesion. The procedure was completed with another taxus express2 3.50x12mm stent. There were no pt complications and the pt's condition is reported as fine. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Visual and microscopic examination of the returned device found proximal stent damage. Some of the struts were severely misaligned and twisted. Distal stent damage was also found. Some of the struts were slightly flared. No kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. Some factors that would influence a complaint of this nature include the levels of stenosis and calcification and or if the lesion was pre-dilated and tortuous. The root cause of the reported complaint is unknown. A review of the manufacturing records for this particular batch (8530932) found that the device met its material, assembly and product specifications.